Event description:
Skin red [erythema], breaking out in small blisters/ burning [burns second degree]. Consumer took off a thermacare back wrap and laid it on the counter. She then leaned down and her forearm rested on the wrap [device use error]. Narrative: this is a spontaneous report from a non-contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient experienced skin red on an unspecified date, breaking out in small blisters/ burning on an unspecified date, and consumer took off a thermacare back wrap and laid it on the counter, then leaned down and her forearm rested on the wrap on an unspecified date. The action taken with thermacare heatwrap was unknown. Details were reported as follows: 'consumer took off a thermacare back wrap and laid it on the counter. She then leaned down and her forearm rested on the wrap. It has made her skin red, and now she is breaking out in small blisters. She has the pattern of the discs on her forearm now. She can't go anywhere for treatment. What can she do to stop the burning? Consumer became upset when agent told her we can't give medical advice. She refused to give further contact information. She stated the box for the wrap is upstairs. She added, this can go to court because she will be permanently scarred.' The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Complaint sub-class: adverse event/serious/unknown. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device-specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or a return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality-related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures, which include in-process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product.lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, there is no trend identified for the subclass of adverse event/serious/unknown. Refer to the 36-month trending chart attachment lbh adverse event/serious/unknown (B)(6) 2017 to (B)(6) 2020. No further action required.a return sample has not been received at the site for evaluation as of 01dec2020.

Event description:
Event verbatim [preferred term]. Consumer took off a thermacare back wrap and laid it on the counter. She then leaned down and her forearm rested on the wrap [device use issue], breaking out in small blisters/ burning/skin red [burns second degree], , narrative: this is a spontaneous report from a non-contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient experienced skin red on an unspecified date, breaking out in small blisters/ burning on an unspecified date, and consumer took off a thermacare back wrap and laid it on the counter, then leaned down and her forearm rested on the wrap on an unspecified date. The action taken with thermacare heatwrap was unknown. Details were reported as follows: 'consumer took off a thermacare back wrap and laid it on the counter. She then leaned down and her forearm rested on the wrap. It has made her skin red, and now she is breaking out in small blisters. She has the pattern of the discs on her forearm now. She can't go anywhere for treatment. What can she do to stop the burning? Consumer became upset when agent told her we can't give medical advice. She stated the box for the wrap is upstairs. She added, this can go to court because she will be permanently scarred.' The outcome of the events was unknown. According to product quality group: complaint sub-class: adverse event/serious/unknown. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device-specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or a return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality-related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures, which include in-process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product.lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, there is no trend identified for the subclass of adverse event/serious/unknown. Refer to the 36-month trending chart attachment lbh adverse event/serious/unknown (B)(6) 2017 to (B)(6) 2020. No further action required. A return sample has not been received at the site for evaluation as of 01dec2020. No follow-up attempts possible. No further information expected. Follow-up (02dec2020): new information received from product quality complaint group includes investigation results.

Manufacturer narrative:
Complaint sub-class: adverse event/serious/unknown. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device-specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or a return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality-related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures, which include in-process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, there is no trend identified for the subclass of adverse event/serious/unknown. Refer to the 36-month trending chart attachment lbh adverse event/serious/unknown (B)(6) 2017 to (B)(6) 2020. No further action required. A return sample has not been received at the site for evaluation as of 01dec2020.

Event description:
Event verbatim -preferred term. Consumer took off a thermacare back wrap and laid it on the counter. She then leaned down and her forearm rested on the wrap [device use issue], breaking out in small blisters/ burning/skin red [burns second degree]. Narrative: this is a spontaneous report from a non-contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient experienced skin red on an unspecified date, breaking out in small blisters/ burning on an unspecified date, and consumer took off a thermacare back wrap and laid it on the counter, then leaned down and her forearm rested on the wrap on an unspecified date. Details were reported as follows: 'consumer took off a thermacare back wrap and laid it on the counter. She then leaned down and her forearm rested on the wrap. It has made her skin red, and now she is breaking out in small blisters. She has the pattern of the discs on her forearm now. She can't go anywhere for treatment. What can she do to stop the burning? Consumer became upset when agent told her we can't give medical advice. She stated the box for the wrap is upstairs. She added, this can go to court because she will be permanently scarred.' The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. According to product quality group: complaint sub-class: adverse event/serious/unknown. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device-specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or a return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality-related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures, which include in-process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. Lot trend assessment and rationale: a lot trend was not performed as the lot number is unknown. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, there is no trend identified for the subclass of adverse event/serious/unknown. Refer to the 36-month trending chart lbh adverse event/serious/unknown (B)(6) 2017 to (B)(6) 2020. No further action required. A return sample has not been received at the site for evaluation as of 01dec2020. According to device complaint handling unit (dchu), severity of harm was assessed as s3. Reasonably suggested malfunction was yes. No follow-up attempts possible. No further information expected. Follow-up (02dec2020): new information received from product quality complaint group includes investigation results. Follow-up (22jan2021): new information received from device complaint handling unit (dchu) included: severity of harm was assessed as s3. No follow-up attempts possible. No further information expected.